Event description:
The technician reported the brake casters are not holding. No pt injury reported.

Manufacturer narrative:
The technician found the brake casters are the cause. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.